Manufacturer narrative:
Internal investigation into strattice lot s11127 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 4/29/22, of the (B)(4) devices released to finished goods for lot s11127, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal review with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported through a legal event that a (B)(6) female patient underwent primary ventral hernia surgery on (B)(6) 2012. During the surgery, the surgeon implanted a strattice mesh lot s11127-199, catalog 2025002 in her. After surgery, the patient returned to the hospital on or about (B)(6) 2013 and was diagnosed with incarcerated small bowel resulting in small-bowel obstruction with recurrent incisional hernia. On or about (B)(6) 2013, she had a suture repair of small bowel and suture repair of incisional hernia. After her revision surgery, the patient returned to the surgeon on or about (B)(6) 2018 and was diagnosed with multiple recurrent ventral incisional hernia. On or about (B)(6) 2018, the patient underwent mesh removal surgery.